Manufacturer narrative:
Device evaluation by manufacturer: a field service engineering (fse) was at the customer's site to address reported event. The customer reported getting error message 4461 bf probe 3 home detection to fse, not error 4463 as initially reported. Fse confirmed reported error 4461 by reviewing the error log and reproduced the error by attempting an all set home. Fse replaced the bf probe 3 cable, put the bf probe 3 in the down position and executed an all set home without error. Fse successfully performed several samples run without error, validated instrument by running quality control without error and within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4461] b/f probe 3 home detection failure cause: the home sensor failed to activate after b/f probe 3 moved toward the home position. The measuring operation is suspended. Solution: contact tosoh service center or local representatives. [4463] b/f probe 3 home overrun cause: the home sensor activated improperly after movement of b/f probe 3. The measuring operation is suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to faulty bf probe 3 cable.

Event description:
A customer reported getting error message "4463 bf probe 3 home overrun" during a sample run on the aia-2000 instrument. The customer inspected instrument for any obstructions, none was found. The customer also performed a version up with no change. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.